Manufacturer narrative:
Clinical investigation: a temporal association with the adverse events of the patient¿s blood loss, cardiopulmonary arrest, and eventual death and the fresenius blood lines and hemaclip exist. However, there is no documentation of any defects at the connection site of the venous blood line to the catheter or any other venous blood line issues leading up to the event that would cause the loose connection. Additionally, it was reported that the machine did not alarm. It is unknown what may have occurred to cause the catheter and venous blood line to become unsecure an hour and a half after the initiation of hemodialysis (hd) therapy. There is no documentation to state if the patient access site was uncovered. Reportedly, there were hemaclips placed on both the arterial and venous lines, but it is unknown what kind of catheter was utilized and if it was compatible with the hemaclips. The adverse event was a direct result of the patient¿s dialysis venous line becoming unsecure and detaching from the catheter connection leading to the blood loss, cardiac arrest, and death. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
On (B)(6) 2017, approximately one and a half hours into a scheduled four hour hemodialysis (hd) treatment, blood was noted on the floor to the right of the patient¿s chair. This was observed during a random check by a staff member as the previous patient check at an unknown time was uneventful with no patient complaints or symptoms. The venous bloodline was detached from the venous lumen of the central venous catheter. The machine did not alarm. The blood pump was stopped and the lumen was clamped. The patient was unresponsive. The estimated blood loss (ebl) was reported to be between 100-300ml and the nurse stated that the patient became unresponsive due to the blood loss. The staff administered oxygen, the automated external defibrillator (AED) was applied, cardiopulmonary resuscitation (CPR) was initiated, and 911 was called. Normal saline was infused via the patient¿s arterial line. The patient was transported to the hospital via emergency medical services (ems) and later expired. The hemaclips were applied to both arterial and venous lines at the initiation of the patient¿s treatment. The cause of death is stated as cardiopulmonary death and hypovolemia. It is unknown how the bloodline became disconnected from the catheter. There was no observed malfunction or defect with the bloodline or hemaclip. Following the event, the machine was evaluated by the user facility biomedical engineer (biomed). The biomed found no machine issues and verified operations. The machine was returned to service at the user facility without a recurrence of the event as reported. The bloodlines were reported to be available to be returned to the manufacturer for physical evaluation. The hemaclips were not available to be returned.

Manufacturer narrative:
Correction: device evaluation: the actual complaint device was returned to the manufacturer for physical evaluation. The device also had a non-fresenius connector clip attached to the venous patient end connector. The sample was visually inspected and there were no defects found on the collar or tapers of the venous and arterial patient end connectors. The entire bloodline was inspected and found acceptable. The male conical fittings of the venous and arterial patient connectors were dimensionally inspected using ansi male gauge and were found to be within acceptable range. The device subjected to a simulated use test with use of a 2008t hemodialysis machine and 15-gauge fistula needles attached to the arterial and venous lines for a period of 4 hours. There was no disconnection or leak that occurred during this test from either the arterial or venous connectors to the fistula needles. There were no observed air bubbles inside the system and no level variation in the arterial or venous chambers. The device operated as intended without any abnormalities during the simulated test. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control testing were acceptable. The lot met all specifications for release. There have been no additional complaints received on this lot for the same problem. The instructions for use ((B)(4)), which is included in the product packaging, contains indications and warnings to perform proper connection. The investigation and testing of the returned sample could not reveal a problem cause of the reported leak event. Therefore, the complaint is not confirmed.

Event description:
Information regarding the patient's hemodialysis (hd) treatment was received. The patient's blood flow rate (bfr) was 400ml/min and the dialysate flow rate (dfr) was 800ml/min. The patient's access was not covered. The patient's bloodlines had not been manipulated by the staff or the patient at any time after the initiation of treatment. The venous bloodline had completely disconnected from the catheter and was found on the floor. The hemaclip had not been able to be located.